Event description:
It was reported that that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited r wave sensing variation and noise. The reported lead was capped and replaced on 22 jul 2022. The patient was discharged from hospital.